Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage from infusion site after using infuison set for three days. This led to increase in blood glucose level and the patient took a correction injection as patient was unable to replace infusion set at the time of event. No further information available.